Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. The blood glucose at the time of incident 52 mg/dl. Customer stated that using meter at the time of blood glucose 135 mg/dl. It was unknown that auto mode was used or not. The insulin pump will not be returned for analysis.